Manufacturer narrative:
Additional information section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 2-jan-2024. Section g3 - date received by manufacturer: 13-feb-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the preloaded device received reveal that the plunger rod was fully advanced and in locked position. The lens was observed to be stuck in the cartridge and overridden by the plunger rod, with the tip of the plunger bent/damaged. Viscoelastic was disbursed throughout the cartridge. The lens was removed from the cartridge and cleaned revealing that a haptic was detached and the lens was damaged on the surface and edges. No further issues were identified. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a detached haptic. There was no patient contact with the product. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.